Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:03:37. During night drain cycle 15, the patient's ultrafiltration reading was 1851ml, indicating the home patient (hp) drained 1101ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1851 ml during therapy initiated on (B)(4) 2011 1:03, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(4) 2011 1:03. A partial fill was delivered during fill fifteen of fifteen of 481 ml, which was less than the expected tidal volume of 750 ml. Review of the event log revealed the cycle fifteen drain was completed and the user's actual drain volume during cycle 15 was 2331 ml. The actual drain volume of 2331 ml is 155% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.